Event description:
Filter went down unexplained with no alarms. The circuit went up fine, had no alarms, and then all the sudden with no warning, the machine alarmed that the filter clotted after only running for 15 or 20 minutes. The nurses said that they were unable to recover from this. After it occurred, they confirmed that everything was unclamped and the correct solutions were hung and running in the correct location. They said that the filter had visible clotting in it. The nurse initiator started priming a new filter on the same machine and got a general failure alarm before starting therapy.